Event description:
The customer contact reported blood loss. The tubing set was being used to deliver an unspecified solution. It was reported after the delivery was started, a "small" amount of blood leaking from the lower clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.